Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.08760 inches. Unit was received with minor scratches on case, cracked reservoir tube lip, broken battery tube threads, cracked case at display window corners and minor scratches on lcd window.

Event description:
The customer's spouse reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 600 mg/dl. The customer¿s current blood glucose was 455 mg/dl. The customer treated with insulin drip. The customer reported that the drive support cap was normal. The insulin pump will be returned for analysis.